Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-oct-2018 with the following findings: a call service 070 alarm (motor rewind tolerance error) was observed in the black box. A loud grinding noise was heard during rewind, load and prime steps. No alarms occurred during testing. Pump cover was removed. The motor was found to be loose from the drive assemble. The original complaint of a motor issue was unable to be duplicated.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a motor (rewind issue) issue. Reporter alleged the rewind does not stop until it is past 300 units. The alleged issue was not duplicated during troubleshooting activities with customer technical support. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.